Event description:
It was reported that the nc trek had difficulty crossing the tortuous and calcified target lesion in the concentric, mid right coronary artery with a 90% stenosis. The nc trek reached the lesion and was pressurized, but would not inflate. After removal from the anatomy, the proximal shaft of the nc trek was found to be kinked. Another nc trek was used to complete the procedure. There was no report of a clinically significant delay in the procedure and no adverse patient effect caused by the device. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.